Event description:
It was reported that the customer was hospitalized for high blood sugar levels. The md is unaware of cause for the event. It was stated that the time was incorrect by one hour. The rest of the programming was accurate. Troubleshooting was done and the pump passed the functional tests. It was indicated that the pump is operating as designed. The customer was instructed to follow the two hbg rule.